Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a dialysis catheter placement procedure using the hemosplit catheter. During the preparation of the procedure, it was noted that the catheter was damaged, and a small cut was allegedly found in the tubing. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: although the sample was not returned for evaluation, one electronic photo was provided for review. The photo shows the complete view of unsealed packaging tray with components. Sheath, guidewire hoop, catheter, were visible however the provided photo was unclear to see other components. Highlighted circle over a component was not clearly visible due to poor quality image, no catheter damage, or cut were noted. Therefore, the investigation is inconclusive for the reported failure as provided photo are not sufficient to confirm the issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a dialysis catheter placement procedure using the hemosplit catheter. During the preparation of the procedure, it was noted that the catheter was damaged, and a small cut was allegedly found in the tubing. The procedure was completed using another device. There was no patient contact.